Event description:
It was reported that the side rail drops quickly when lowered. It was reported that a user or patient was injured requiring medical intervention. Further information was not provided.

Manufacturer narrative:
It was confirmed by the user facility no medical intervention was required and no serious injury occurred it was reported that the caregivers shoulder was sore and the mother of the patient received a broken finger nail on her left pinky. Both individuals refused to go to the emergency department.

Event description:
It was reported that the side rail drops quickly when lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.